Event description:
It was reported that during a right wrist procedure, shavings were noticed in the joint space on the surrounding tissue; not all were able to be removed. The surgeon opened another bur. Prior to use, the tech ran her fingers down the shaft of the newly opened bur and reported having shavings on her glove. The bur was cleaned and used to complete the case. The patient's current condition was reported as good. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the case was completed and the patient was released. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Nine devices all from lot 32523 were returned for evaluation; two were used devices and seven were new/unopened devices in the original package. The staff glove with the shavings reported as found on the second device was not returned. Evaluation was conducted on all returned devices. Visual evaluation of the used returned devices confirmed multiple gouge marks along the inner shafts more evident at the distal tips and proximal end of the inner shafts. The seven new/unopened returned devices from the same lot number were checked and no metal shavings or other foreign particulates were observed; the un-used devices had no gouge marks present. The same part from a different lot number was also obtained from inventory and evaluated; it too met specifications and no issues were found. The cause of the event could not be determined from the information available. Device history records revealed nothing relevant to this event. Based on the information provided and device evaluations, the event reported as shavings in the joint space is most likely caused by excessive bending force applied to the device during use and/or the reprocessing of a single use device. The event reported as shavings on the newly opened device was not confirmed. This is the second complaint of this type for this surgeon with similar part/lot numbers. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained, a follow-up report will be submitted.